Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.

Event description:
As reported, approximately 3 months and 6 days post the patient's first revision, the patient underwent a second right side shoulder revision due to dislocation. The surgeon changed out the liner from a 42+0 to a 42+2.5 constrained. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. First revision reported under 1038671-2024-03432.

Manufacturer narrative:
Pending investigation. Concomitants: 308-05-26 - distal fixation ring ha 26.5 (B)(6). 308-10-00 - med prox body +0 (B)(6). 308-01-11 - 11x80mm distal stem modular cemented (B)(6). 308-10-50 - 50mm middle segment modular (B)(6). 308-15-50 - taper locking screw 50 (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 322-10-05 - humeral adapter tray, +5 (B)(6).